Event description:
Add'l info rec'd from rptr 3/26/01: these immediately began to fail and rptr removed and then subsequently replaced. It is rptr's hypothesis that these may have been defective or contaminated. That resulted in their failure. Further this infection/contamination was never completely resolved and later was the cause of later failures of implanted prosthesis devices.

Event description:
Had 1st implant done in 1987, removed in 1996 due to sepsis/infection then second implant in 1996 had to be removed 1999 for same reason. Rptr is now wheelchair-bound.